Event description:
A customer contacted beckman coulter inc. (Bci) stating that a small leak with blood was found on the differential mixing chamber of the coulter lh750 hematology analyzer. This leak overflowed onto the counter. User was wearing personal protective equipment (ppe) consisting of lab coat, gloves and goggle at time of incident. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. The lab's exposure control/risk management plans are in place. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Bci field service engineer (fse) was dispatched on (B)(6) 2011. Fse replaced tubing sample line from mixing chamber to flowcell, and stabilyse line tubing. Performance of the analyzer was verified. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The root cause for the leak was associated with a small hole on the tubing from mixing chamber to flowcell and a tear in the stabilyse line tubing.